Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This ra lead was explanted due to it dislodged during rv revision. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. An extraction aid was found inside the lead. The analysis showed insulation damages 19 cm distal to the is-1 connector and 3.5 cm proximal to the lead tip. Furthermore, the conductor coil was found deformed 21.5 and 22.5 cm distal to the is-1 connector pin and the fixation helix bent. The above-mentioned damages probably occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.